Event description:
Lab specimen transport bags from medical action industries (catalog number 4914.org), and other companies bags are imprinted with a large opaque orange square with the biohazard symbol and the word "biohazard." When specimens are placed in these bags, the imprinting described above, often makes it impossible to read the patient information on the specimen within the bag. Therefore, throughout the entire chain of handling of these specimens, the proper identification and confirmation of the specimen within these bags is compromised. Busy hospital staff who cannot easily read the patient information on the specimen in the bags and often "assume" the identity of the specimen. This obviously has lead to many instances of specimen identification errors. Furthermore, the hospital staff has to take the time and effort to confirm the specimen identification. This can only be accomplished by opening the bag and removing the specimen. This action, of course, leads to staff exposure to biohazards. The simple solution to this problem would be to make the biohazard label smaller and transparent.